Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and screen was broken because customer fell and landed on it. The customer's blood glucose value was 215 mg/dl. It was reported that the display was flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.